Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The reported patient effects of dyspnea, worsening mitral regurgitation (mr) and mitral valve injury (tissue damage) are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. All available information was investigated and a definitive cause for the single leaflet device attachment (slda) could not be determined. The reported tissue damage was due to the reported slda as the leaflet had torn away from the clip. The increased mr and dyspnea are likely due to the reported slda and tissue damage. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed due to report the single leaflet device attachment (slda). It was reported that on (B)(6) 2019, the patient presented with mixed mitral regurgitation (mr) grade 4+ and a very medical jet. One mitraclip was implanted without a reported issue, reducing the mr to grade 2. On (B)(6) 2019, the patient was admitted to the hospital with dyspnea and severe mr. Per imaging, the clip detached from the anterior leaflet, while remaining attached to the posterior leaflet (slda). In addition, tissue damage was noted as the leaflet had torn away from the clip. No treatment was performed and the patient was referred to a surgeon. No additional information was provided regarding this issue.